Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were dispatched by emergency medical services and were hospitalized due to high blood glucose level and diabetic keto acidosis on (B)(6) 2021 with blood glucose level was 675 mg/dl. Customer stated that insulin pump stopped working while they were sleeping. Customer experienced symptoms such as confusion. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with intravenous insulin drip for high blood glucose level. Customer was using auto mode feature at the time of high blood glucose event. Customer stated that they need assistance in reconnecting the meter to the insulin pump to receive the readings. The insulin pump will not be returned for analysis.